Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button was found to be detached and missing from pump. All of the keypad buttons were found to respond appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/03/2015.